Event description:
Death was ruled as caused by the drugs the pt was taking orally as well as a drug dispensed by the implanted drug pump. The pt was a long term pain management "pt" implant dispensed fentanyl. Pt was also prescribed oral fentanyl and oxycodone. Dr stated that they had no direct evidence that the pump failed, but wanted to rule it out as a possibility.